Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited noise. Programming changes were made to remove any interferences. The lead remains in service. No adverse patient effects were reported.